Event description:
It was reported an angio-seal device was deployed following a coronary angiogram. During ambulation the pt complained of leg pain. An ultrasound confirmed the presence of a 6 cm hematoma. A femostop was applied to control the bleeding. The pt became hypotensive; fluids were infused and atropine was administered. The pt was stabilized and reported to be recovering.